Manufacturer narrative:
(B)(4). The results of this investigation confirmed the amplatzer duct occluder met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.

Event description:
A 6/4 mm amplatzer duct occluder (ado) was opened for a case. During prep, the ado would not pass freely through the loader and resistance was felt during advancement through the anl cook sheath. Upon removal, the screw attachment was noted to not be centered on the ado. The case was completed using a non-abbott pda device. Due to the extended procedure, the patient experienced blood loss; however, the patient is reported to be stable.